Manufacturer narrative:
The account replaced the head pt position module sensor strip to resolve the issue.

Event description:
The account alleges the pt position module will not set. No injury reported.